Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0 x100, 135cm charger balloon catheter was advanced for dilatation; however, during inflation, the balloon ruptured at nominal pressure. The device was removed from the body and the procedure was completed with another of same device. No patient complications nor injuries were reported.